Event description:
It was reported that a right ventricular lead implantation was attempted, but not successful because the helix would not extend. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid in the distal conductor (not obstructed). There was also blood in/on the helix mechanism and sleeve head. The tip seal was observed out of position.